Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to the insulin pump had to press the keypad buttons twice as the pump did not rewind the first time. The customer declined to provide their blood glucose value. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.